Manufacturer narrative:
We have received the device for evaluation. However, we were unable to replicate the reported defect. Device was found to operate properly when the run or the window lock button was pressed. Upon disassembly of the housing, we found moisture in the inner assembly. Although we are inconclusive about the root cause of the defect, it is possible that the resector did not make proper connection with the control unit situated at the hospital. There was no impact on the patient's health as the result of this incident. Procedure was completed using a different handpiece.

Event description:
During pre-use check, the blades of the resector failed to rotate.